Event description:
Per the clinic, the patient experienced swelling, pressure sores and an infection at the sound processor magnet site. The patient was subsequently treated with oral antibiotics (specific date and duration not reported).